Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 55840008580, 510k # k113174, (B)(4) was cleared in the united states. (B)(4) (revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient underwent th4-s2 posterior fusion and l5/s posterior lumbar interbody fusion. Post-op, the set screw of iliac screw in the left side of s2al in the patient backed out. The screw itself was also loose so it was replaced with longer and bigger screw. The patient underwent revision surgery on (B)(6) 2017 for the replacement of the set screw and screw. Doctor commented that it is suspected that the screw-head opened as a result of receiving load because fixation procedure was performed from th6.

Manufacturer narrative:
Product analysis: the mas was returned without any obvious physical failures. A microscopic review of the saddle reveals that there may have been a slight angulation of the rod when the set screw was installed, but not an atypical witness mark. There did not appear to be any obvious signs of wear from the movement of the rod in between the saddle and set screw node. A functional test of the mas head threads did not reveal an issue that would keep the set screw from tightening down. At this point, there does not appear to be an issue with the mas bone screw that would have led to the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.